Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies identified. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1473;s toning. The clinician heard the "no conditions met" tone while the patient was in the clinic. It was determined that there was an unknown magnetic field that was causing the tone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.